Event description:
It was reported that an unspecified quantity of clearlink system, non-dehp solution sets exhibited a leachable compound identified by mass spectrometry as "meht," which appeared to originate from the portion of the infusion set located inside the infusion pump. The issue was discovered during qualification testing of the infusion set with glibenclamide solution in tris buffer. Testing was conducted over approximately 30 hours using infusion parameters of 259 ml/hr for 2 hours, 11.1 ml/hr for 6 hours, and 7.7 ml/hr for 18 hours, with a formal infusion duration of 24 hours. The leachable was detected at the initial time point, increased over several hours, and subsequently decreased but did not return to zero. The compound was not detected in samples collected pre-pump, suggesting the tubing as the source. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.